Manufacturer narrative:
Additional information: b5, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the returned product noted one partial suture and one needle. The needle was returned attached to the suture. The suture was returned broken. The suture length was measured with a metal yard stick, calibration asset: nh02505, and was determined the length to be 10 inches. The original suture length according to the product description was 36 inches. The foil pouch was inspected and no signs of damage or abnormalities were observed. The tensile strength of absorbable sutures may be affected by degradation of the suture and/or damage during use after the product has been opened and may impact the validity of any test results. The breathable pouch was opened without any tears of the tyvek packaging. The sutures were removed from the retainers without any difficulty. A simple knot was performed on the suture and the knot was pulled tight. The suture ends were loaded onto an instron machine (asset # 35526) by clamping the ends with cord yarn grips. No suture breaking or fraying was noted while handling the suture into the instron machine. The instron then pulled the suture at a rate of 300 mm/min until the suture broke. The breaking point load force was measured and were found to meet ep minimum mean and minimum individual specifications. A total of fifteen sealed samples were split in half and each half was functionally tested for a total of thirty test samples. According to the ep procedure for simple knot testing submit sutures of length greater than 75 to 2 measurements and shorter sutures to 1 measurement. Based on the results of the simple knot test, the representative samples tested satisfactory. Functional testing found that the breathable pouch noted no breaches or damage. The needles were properly parked in the retainer. Inspection of the retainer noted the suture was properly wound and no damage to the retainer. A tactile inspection of the sutures was performed with no abnormalities. The foil pouches were inspected with no abnormalities. It was reported that the sutures snapped. The reported issue was confirmed. The most likely cause was user error. The ma nufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: progressive loss of tensile strength and eventual absorption of the absorbable sutures occurs by means of hydrolysis. This loss is triggered when exposed to the environment or clinical application. Damage during use may result in inadequate sample length to perform testing and/or deformation of the suture contributing to a loss in tensile strength. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a c-section, two sutures snapped apart. A new suture was open from different box and batch number to re-suture the uterus layer and resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: b3, b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a c-section, two sutures snapped apart. A new suture was open from different box and batch number to re-suture the uterus layer and resolve the issue.

Event description:
According to the reporter, during a procedure, two sutures snapped. A new suture was open from different box and batch number to resolve the issue.

Manufacturer narrative:
D10 concomitant product: cc905-12, cc905-12 caprosyn* 1 und 90cm gs25 x12 (lot#d4l4079y); cc905-12, cc905-12 caprosyn* 1 und 90cm gs25 x12 (lot#d5c4407y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.